Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, no further information will be provided, including patient demographics.

Event description:
It was reported that the device had error channel error code 242.4030. Per customer, no further information will be provided.

Event description:
It was reported that the device had error channel error code 242.4030. Per customer, no further information will be provided.

Manufacturer narrative:
This complaint is a duplicate and to please reference manufacturer report number 2016493-2021-08319.